Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after the cannula was inserted into the patient, the jagwire guidewire was advanced into the bile duct through the cannula. The cannula was pulled out and an endoscopic sphincterotomy device was then advanced over the guidewire. However, it was noticed that the core wire of the guidewire was broken which failed the other devices to be inserted. The stump was cut using scissors, and the procedure was continued. The procedure was completed with a second jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device codes: the problem code 1069 captures the reportable event of core wire broken. Visual examination of the returned device revealed that the ptfe peeled (exposing the corewire) at proximal end. There was no evidence of core wire fracture. Also, the guidewire was found bent at 26 cm from the proximal end. The complaint was not consistent with the reported event of broken core wire. All compiled information on this investigation determines that the most probable cause is no problem detected since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after the cannula was inserted into the patient, the jagwire guidewire was advanced into the bile duct through the cannula. The cannula was pulled out and an endoscopic sphincterotomy device was then advanced over the guidewire. However, it was noticed that the core wire of the guidewire was broken which failed the other devices to be inserted. The stump was cut using scissors, and the procedure was continued.the procedure was completed with a second jagwire guidewire. There were no patient complications reported as a result of this event.